Event description:
The customer reports the device has a bad power supply. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device has a bad power supply. There was no reported pt involvement. This complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.